Manufacturer narrative:
Because this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The dental implant loss will be reported via asr. The thread-cutter fractured at level with the abutment. The fracture surface shows no material failure.

Event description:
In this event it was reported that a during a rescue attempt of a fractured ankylos abutment, an ankylos screw tap fractured. The implant is no longer loadable and will need to be explanted.